Event description:
As reported by user facility: during compounding of lot 20260406-0f9689, fentanyl citrate 2500 mcg/50 ml, five (5) bags were found to be leaking upon being filled with product. During the visual inspection, one (1) bag was found to contain a foreign particulate. No injuries were reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.